Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003, 4543 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted in heart failure for possible treatment of endocarditis and bacteria in the blood. The patient was in an altered mental status with fever and dehydration and was found to have bacteremia due to (B)(6) and (B)(6). Palliative care was decided upon due to the patient¿s end-stage cardiomyopathy and non-candidacy for explantation, transesophageal echocardiogram (tee) or inotropic support. Intravenous antibiotics were administered. The patient was released the following week to home hospice care with tachyarrhythmia detections turned off on the cardiac resynchronization therapy defibrillator (crt-d) system. The patient died of sepsis three days post-discharge. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further information was reported.